Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided: date of birth - month and day unknown. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, the patient underwent manipulation for dislocation on (B)(6) 2015 and (B)(6) 2016.